Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states the spare part of the screwdriver for extraction broke during use. It was reported that the surgeon used the screwdriver in a wrong position. There was no patient harm involved. No additional information about the event is available at this time. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
A review of the device history records was completed: teleflex medical (presently tecomet ¿ teleflex) manufactured the inner shaft for extraction screwdriver. The certificate of compliance indicated the lots were manufactured and conformed to specifications, per the synthes drawing. The lot was inspected and conformed to the synthes inspection sheet. There were no complaint-related issues, material review reports, or non-conformance reports associated with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.